Event description:
The reporter stated the units were leaking from the hole in the center of the 3 blue arrows of the stopcock closest to the patient. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has been completed.